Event description:
It was reported that the patient experienced a syncopal event which cause them to fall off of a ladder and blow out their left knee. Rate drop response was reprogrammed on the implantable pulse generator (ipg) to make it more aggressive. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.